Event description:
This follow-up report is being filed to relay that the previous report submitted on december 6, 2024, was submitted erroneously under the wrong manufacturing report number. This event is currently being submitted under: 3007963827-2024-00030.

Manufacturer narrative:
This follow-up report is being filed to relay that the previous report submitted on december 6, 2024, was submitted erroneously under the wrong manufacturing report number. This event is currently being submitted under: 3007963827-2024-00030.

Event description:
It was reported the patient underwent a right knee revision approximately three months post-implantation due to periprosthetic fracture. No additional patient consequences were reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10 medical devices: unknown tibial insert catalog#: ni lot#: ni. Unknown tibial tray catalog#: ni lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.